Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized a day after the onset of event and was discharged two days later. The patient was treated with vancomycin injection (2 gm, intraperitoneal, frequency and duration were not reported) and gentamycin injection (20 mg, intraperitoneal, frequency and duration were not reported) given with additional unspecified medication for peritonitis. At the time of this report, the patient has recovered from the event and pd therapy was ongoing. No additional information is available.